Event description:
It was reported the patient developed bacteremia. The device and leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d334drg implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product ID 5076 implantable pacing lead: implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).